Event description:
(B)(4). From the moment the essure coils were inserted ( when she was able to get them in, because my left tube was in spasms and trying to push them out) I have had pelvic pain, cramping, bloating, spotting( from dark brown to peach, almost constant), burning during urination, and periods that are now unpredictable! Gradually other things started happening. I developed fibroids shortly after insertion. My hair became brittle and started falling out ( I had just gotten my hair back to health - full and strong after a low thyroid), I developed allergies to things that never bothered me before (freshly cut grass, cigarette smoke, tree pollen, animals), chemical smells began to make me sick, I went from working out 6-7 days a week, doing cardio 5 of those days to hardly no cardio because I had trouble breathing like I had asthma! I was put on an inhaler, didn't work! I was lifting weights ( one of my passions) 6 days a week, to now I really gotta push to do it because of muscle weakness! I had an episode where my vision went blurry and had double vision ( was diagnosed with diplopia) now my vision has decreased and is sometimes fuzzy! I began having heartburn and nasal drainage. Went to an ent and was put on medication for that which did more harm then good. I have an decrease in sex drive that seems to get worse overtime. I have mood swings and depression (I am a very upbeat, happy person who never got depressed) the depression has gotten me down so much I just feel hopeless! I have developed headaches (witch I never had before) that bring me to my knees! I have had rashes and itching that is extreme from time to time. I have aches in my joints and I am freezing all the time! Unless it's 85 degrees! This has taken away things in my life that I love to do and be! And created a weakened depressed, moody person I don't recognize!

Event description:
#Medwatcher #followup2 #fdamw5042469 #(B)(4). I had a hysterectomy to remove essure (B)(6) 2015. The left coil had migrated into the uterus. Chronic inflammation was seen through out the organs. All of the allergy symptoms have disappeared. Nasal drainage, constant throat clearing, asthma like symptoms, sensitivity to common allergens, widespread itching, and rashes are clearing up. Most of the other symptoms are gone as well.

Event description:
#Medwatcher #followup1 #fdamw5042469 #(B)(4). The allergy to nickle that I thought was mild/moderate is in fact, severe! I had the true patch test done to confirm. I was told the allergy to nickle I have is severe and these coils need to be removed immediately!!